Event description:
It was reported by the patient that all of the indicator lights on the previously working remote monitor had begun to blink at once, which is an indication that it was not able to power up. A replacement power cord was sent for the patient to try but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that all of the indicator lights on the previously working remote monitor had begun to blink at once, which is an indication that it was not able to power up. A replacement power cord was sent for the patient to try but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The monitor was unable to power up due to a defective integrated circuit component.